Event description:
Dealer states intermittent mpj function, the mpj cable is being held by duct tape.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental record will be file.